Manufacturer narrative:
Additional data: claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.0 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2018 due to lens opacity (anterior subcapsular/nuclear sclerotic/cortical). Phaco-emulsification (cataract surgery) was performed and an iol was implanted.